Event description:
Customer reported an issue with the passport 2 monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and found two back up batteries were depleted and the unit would shut down if power cord was removed. Customer was instructed to replace new batteries for the unit. All other functions of the monitor is confirmed to work according to factory's specifications.